Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device failed pre-tests for excessive noise was confirmed. However, the assignable root cause was not determined. A review of the service history record indicated that the device had been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the air reamer/drill device, it was determined that the mechanics of the device were damaged. It was noted that the device was not working. It was further determined that the device failed pretest for check the starting behavior at 2 bar, check for excessive noise, check for immediate stop, and check for free movement. It was noted in the service order that when the trigger was depressed, the motor did not rotate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.